Event description:
Reported, via our sales rep. That the radius fracture plate dislocated after the implantation. Originally created and medwatch sent to FDA, it was found that it should not be filed as the products have not been sold in the us to this date. Requesting FDA to delete this filing in their system.

Event description:
Reported, via our sales rep. That the radius fracture plate dislocated after implantation.